Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had a blank display. Customer's blood glucose was 388 mg/dl. The customer stated that she woke up to blank screen. After troubleshooting was done, the customer was advised to clean battery cap with dry q tip and we would ship a replacement battery cap. The customer also reported via phone call indicating that the insulin pump alarm an a21, a17. The customer stated that the alarm occurred shortly after inserting a new battery. Customer was advised and explained that the device experience an unexpected restart. The customer was advised to monitor the insulin pump and call if issues recur.